Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. A type ia endoleak was observed at the completion of the procedure and treated on (B)(6) 2013 with embolization coils and a balloon-expandable stent. After the re-intervention, contrast was observed outside the graft flow lumen. No further re-intervention is planned. The intraoperative images indicate that the aortic body graft landed distal to the intended target and at a location of aortic dilation, which may have resulted in incomplete apposition of the sealing rings with the vessel wall and contributed to the endoleak. However, a definitive root cause for the contrast observed outside the flow lumen after re-intervention could not be determined.